Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a spontaneous right nose bleed. Nostril packing was put in place and the patient was given mustache dressing. The patient was instructed to use afrin (oxymetazoline) and nasal saline spray. It was noted that the patient had a history of multidrug-resistant organisms so prophylactic antibiotics were prescribed for five days. The bleeding resolved and the patient was sent home. On (B)(6) 2022, the patient followed up with an ear, nose, and throat specialist where a small area of prominent blood vessels was found at the right anterior septum. Silver nitrate cautery was used to cauterize the site. A large polyp was found extending from the middle meatus and was bleeding on the edge. It was reported to be unclear if this was secondary to trauma from the nasal packing that was originally performed. A computed tomography (CT) scan of the sinus was planned.

Event description:
It was reported that the patient¿s international normalized ratio (inr) was noted to be 3.30 upon arrival and their nose was fully packed. Small bloody oozing was later noted from the nasal packing and the patient received mustache dressing as a result. The patient was also administered afrin twice per day for three days, a nasal saline spray every two hours while awake, ointment in nasal passage twice per day for two weeks, and 5-day bowel regimen antibiotics while the nasal packing was in place. The interventional medicine department held discussions to determine the patient¿s anticoagulants and antibiotics as they had a history of multidrug-resistant organisms (mdros).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the fie on this event.